Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture and silicone leaking into the lymph nodes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿left side rupture and silicone leaking into the lymph nodes¿. Healthcare professional confirmed rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: one opening extended on the posterior, underweight and crease flat. A microscopic analysis was performed which identified: one opening sharp on the patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - one sharp opening on the patch/shell bond edge assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.